Event description:
Per contact, the md used three devices to band varices in the esophagus of one pt. Out of 15 bands, approximately two fired correctly and banded the varices but per the nurse the bands slipped off and the md injected the veins. Procedure was prolonged requiring add'l anesthesia and an over night hospital stay.